Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 6 80 x 10. The customer states that md passed trellis over wire (ipsilateral) through fem pop bypass graft arterial segment. The distal balloon was inflated. Moments later, the prox balloon was inflated. After balloon inflations, under fluoroscopy, md noticed distal balloon had ruptured. Device used to complete the procedure. No medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.